Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Procedure: revision of thoracolumbar fusion. Surgeon was inserting a screw with the t20 screwdriver and the tip broke in the head of the shaft of the screw. The surgeon removed the screw with the tip visible in the shaft and replaced it with another screw. Minimal time lost in surgery. The screwdriver will be available when the loan set is returned. The surgeon used another screw and another screwdriver.